Event description:
The complainant alleges through their counsel positive afb culture for m. Chimaera (collected january 1, positive march 2). The surgery was on (B)(6) 2020 surgery. Based on the current status of the investigation the alleged device issue was yet not confirmed.

Manufacturer narrative:
D.4. The catalogue and serial number are unknown. Therefore UDI is unknown. Information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in unites states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.